Manufacturer narrative:
On february 23rd, 2026, additional information was received stating that the distributor received the pump for evaluation and found the pump functioned as expected. The pump tuned on and charged and no anomaly was found in the pump history on the date of the alleged issue. Alleged issue did not cause or contribute to a serious injury.

Event description:
It was reported that the pump battery was unresponsive. There was no reported impact to customer's blood glucose. No additional information was provided.